Event description:
Information received indicates while performing a preventive maintenance check, the technician discovered the brake was not holding correctly. Casters continued to ratchet form side to side when in brake.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.